Event description:
It was reported the patient¿s ipg was explanted due to the stimulation no longer helped the patient. It was also reported the patient had been reprogrammed several times. The lead was left implanted inside the patient.

Event description:
Follow-up information provided the patient¿s weight.